Event description:
A 35khz neuro tip was reported to have broken during surgery. The description is as follows; a craniotomy for tumor removal was in progress for approx 20 seconds when the tip broke. The entire broken piece fell onto the surface of the brain tissue and the entire tip piece was retrieved from the pt. There was no surgical delay and the surgery was completed with the use of diathermy loops. The settings used for this procedure were; aspiration 50%; irrigation 4 ml/minute; power 50%. It was reported that the tip did not come in contact with an instrument or tool during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.